Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h11. Visual examination of the returned product identified the pad exhibits signs of repeated use (nicked and gouged) and a piece of the impactor pad has fractured off. All pieces were not returned. Device was submitted for further analysis. The analysis identified the fracture was consistent with the device fractures indicating overload failure or low cycle fatigue culminating in the overload failure. Visually verified product identifiers (slot orientation and color). Part and lot information obtained from product etch. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total knee arthroplasty, the femoral impactor pad fractured during impaction. All pieces were retrieved and a backup instrument was used to complete the procedure. There was no patient impact and no adverse events have been reported as a result of the malfunction.